Manufacturer narrative:
Product ID: 3093-28, lot# va022q9, implanted: (B)(6) 2012, product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
The consumer reported having intermittent return of symptoms since (B)(6) 2015. The patient had accidents where the "bladder releases and she was not able to stop it" as well as urgency to where "she can't even move." The urgency was getting worse while the return of symptoms of the accidents happened "suddenly." On the day of the call, the patient tried to verify stimulation was on but the programmer would not power up. After changing batteries, the programmer was able to synch with the implantable neurostimulator (ins). Stimulation was confirmed to be on even though the patient did not feel stimulation, so the patient tried to increase settings. Cause and outcome remain unknown. Follow up was conducted to obtain additional information. The indication for use included gastrointestinal/pelvic floor.